Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligature procedure performed on (B)(6) 2023. During the procedure, the band could not be completely deployed, and could not be used normally. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block e1 (initial reporter address 2): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator head had two bands attached and moved from their position. The ligator head teeth were bent/damaged, and the suture hole was in good condition, which are consistent with the findings when the device was observed under magnification. The handle had evidence that the trip wire was not secured to the handle slot. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands were moved from their position in the ligator head, the ligator head teeth were bent/damaged, and the trip wire not secured into the handle slot. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when deploying the bands, consequently, damaging/bending the ligator head teeth, which could have been also due to excessive force being applied on the device. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Manufacturer narrative:
Block e1 (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligature procedure performed on july 19, 2023. During the procedure, the band could not be completely deployed, and could not be used normally. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.